Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va18mwc, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient reported they had a revision to replace the wire on (B)(6) 2021. The reported the wire broke and was replaced, but the same ins was used. They further reported they had lost a lot of weight and the leads ended up detaching themselves. They had been experiencing issues with leakage and accidents about 7 months prior, but it had gotten worse since the lead revision. They stated they were having accidents every minute. They also noted they were taking myrbetriq, but it was just leaking right through and they were going to the bathroom constantly.  Patient increased the therapy strength and confirmed feeling stimulation comfortably in the bicycle seat area. They were going to maintain this level and track symptoms. It was noted they had a follow-up appointment scheduled for (B)(6) 2021.